Event description:
Customer reported system locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and high voltage cable. System operates as intended.